Event description:
It was reported that the patient received an inappropriate shock from their implantable cardioverter defibrillator (ICD). The physician elected to explant and replace the ICD. There were no acute complications with the procedure.

Manufacturer narrative:
The reported event of inappropriate and inadequate therapy could not be confirmed. Review of the electrograms (egms) showed that the device behaved as expected and according to its programmed settings. Interrogation of the device revealed the device was above elective replacement indicator (eri) when received. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.